Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy; indication for use the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of intimal dissection as listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU), is a known potential patient effect. Additionally, the IFU states: the device is indicated for use in the treatment of free perforations in native coronary vessels. It is unknown if the IFU deviations contributed to the reported event. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient had a vascular injury from tumor surgery. The 4.0x16 mm graftmaster stent delivery system (sds) was inserted to treat the carotid injury, but was unable to navigate into the position needed. A dissection occurred in the left internal carotid artery during the attempt to position the graftmaster stent. The undeployed graftmaster stent system was removed from the anatomy. The patient's family withdrew medical care of the patient because of the carotid injury and the stroke. The patient expired from cerebral hemorrhage. The physician reported that this was unrelated to the graftmaster stent system. The physician also reported that the dissection occurred because the graftmaster stent is stiff and is not meant to be used in the carotid artery. No additional information was provided.